Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the customer had replaced tsm and attempted to download software to tsm. Review of system logfiles cannot conclude the malfunction. During troubleshooting, fse attempted to reboot but no change was seen by disconnecting tsm and rebooting. Fse assumed that attempted software download was completed and allowed system to boot properly. After several reboots, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.